Event description:
A report was received that the pt was experiencing discomfort due to the ipg's position. The pt underwent a pocket revision procedure to relocate the ipg. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.